Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine the cause for the reported leak/splash (loss of fluid column). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), loss of column was observed at the dilator flush port. Troubleshooting was performed and was unsuccessful. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects reported.